Event description:
Doctor reported that a file separated in the canal during a procedure. The pt is scheduled for a follow-up visit, though it is not known as of this report if the separated piece was retrieved.